Event description:
An attempt was made to use the device for internal defibrillation. The defibrillator charged, but reportedly would not discharge energy to the patient. A back-up lifepak defibrillator of unspecified model was used to continue patient treatment. The patient was not resuscitated. A medtronic clinical evaluation of the report concluded that insufficient information was provided by the facility by which to determine the impact of device use on patient outcome.